Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained right ventricle oversensing were observed. Reprogramming was suggested. There were no adverse consequences for the patient due to the oversensing.

Manufacturer narrative:
Reprogramming was performed on (B)(6) 2015. It is yet to be seen if it solved the issue with oversensing as it was occasional.

Event description:
New information received notes that through merlin.net transmission, non-sustained v oversensing episodes were observed after device programming. Additional programming changes were made.